Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump would prompt her to the point where it asks her if she sees a drop and the device will go back to the rewind process. Customer's blood glucose was 176 mg/dl. No further information reported.